Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting post paced t-wave oversensing. The ICD was explanted and replaced. The patient condition was unknown.

Event description:
New information noted the post-paced t-wave oversensing (pptwos) was initially discovered prior to the generator change out. The patient was discharged following the procedure.